Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash. The patient saw her physician, and the physician determined that the irritation was caused by a metal allergy. The patient's physician ended use of the lifevest due to the metal allergy. The medical outcome of the patient's rash is unknown. There were no allegations of a device malfunction contributing to the irritation.